Event description:
Customer reported via phone call that there is a motor error alarm. The blood glucose reading was 6.5 mmol/l. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump was unable to verify motor error or error alarm due to blank display. However, the motor was tested outside of the insulin pump and passed. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.